Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 115-120mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 240mg/dl and 224mg/dl fasting. Reviewed meter memory: (B)(6). Customer is comparing his truetrack meter with a freestyle meter. He ran a blood glucose test on (B)(6) 2015 at 8:00am with his trueresult and got 246mg/dl and with his freestyle meter gave him 130mg/dl.

Manufacturer narrative:
(B)(4). Product returned on july 8, 2015, but eval is in process.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Expected fasting blood glucose test results are 115-120mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 240mg/dl and 224 mg/dl fasting. Reviewed meter memory: 246mg/dl, (B)(6) 2015, 10:49:00 pm, fasting :yes; 114mg/dl, (B)(6) 2015, 06:59:00 pm , fasting: yes; 157mg/dl, (B)(6) 2015, 09:17;00 pm, fasting: yes; 105mg/dl, (B)(6) 2015, 06:01:00 pm, fasting: yes; 151mg/dl, (B)(6) 2015, 08:07:00 pm, fasting: yes. Customer is comparing his truetrack meter with a freestyle meter. He ran a blood glucose test on (B)(6) 2015 at 8:00am with his true result and got 246mg/dl and with his freestyle meter gave him 130mg/dl.